Event description:
The customer reports that the cine drive was not working. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep reformatted the cine drive. He reloaded and reconfigured the system to nvas. He reloaded the cal files and software and reseated the circuit board cables.